Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2025. The alarm trace showed sample clot detection errors. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 42 coi, interpreted as reactive. The sample was repeated on an abbott analyzer and the result was 0.16 s/co, interpreted as non-reactive. The sample was repeated again on the initial roche analyzer and the result was 39.8 coi, interpreted as reactive. The date of testing was not provided. No confirmation testing was performed on the affected sample.